Event description:
Report received from the USA stating that the device had a "hole in the hose." The device was used during surgery. No pt injury was reported. It is unk if delay or medical intervention occurred. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).